Manufacturer narrative:
(B)(4).

Event description:
It was reported that a right hip revision surgery was performed due to subsidence of the femoral stem. The stem was replaced during the surgery.

Manufacturer narrative:
Additional information: a review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the preoperative diagnosis for the revision surgery was myofibrosis on femoral stem prosthesis.